Event description:
The pt reported a loss of therapeutic effect as they had been going every two hours and then started going every five minutes which continued the next day. The stimulation was increased from 1.8 to 2.3 volts and the pt felt a "tapping". The pt was concerned they might have "over done it" since surgery as they were doing more physically than what was recommended. X-rays of the kidney, ureter, bladder on (B)(6) 2010 showed no change in the positioning of the neurostimulator compared to the (B)(6) 2010 image. A revision on the lead was performed on (B)(6) 2011 because of a break in the lead. Pt outcome was reported as non-serious injury.

Manufacturer narrative:
(B)(4).